Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter balloon did not deflate when removal was attempted. A needle was stuck into the patient's skin through the perineum and into the bladder to deflate the balloon after several other methods of extraction were attempted.

Event description:
It was reported that the foley catheter balloon did not deflate when removal was attempted. A needle was stuck into the patient's skin through the perineum and into the bladder to deflate the balloon after several other methods of extraction were attempted.

Manufacturer narrative:
The reported event was found inconclusive due to the way the sample was received. The sample was received in an opened package and the catheter was cut into 3pcs. Based on the event description, the pinhole originated from the needle that was being used to deflate the catheter. How and when problem occurred could not be determined. The lot number is unknown; therefore, the device history record could not be reviewed. We were unable to review the labeling due to the unknown product code. Although the product family is unknown, the ifus were found to be adequate based on past reviews. Patient code: (B)(6).